Event description:
It was reported that the patient with this cardiac resynchronization therapy defibrillator (crt-d) received an inappropriate shock. Review of the episode noted atrial flutter that was oversensing on the right ventricular (rv) channel. Pacing inhibition was also noted on the rv channel due to oversensing. The crt-d was reprogrammed, and provocative maneuvers were negative. Troubleshooting options were discussed with the field and the crt-d remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.